Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt is not feeling stimulation, and her charger no longer locates the ipg to charge. The pt mentioned that she had not charged her ipg for about 2-3 months. She tried moving and pressing the antenna over the ipg's perimeter to no avail. The pt used a new charger and still could not charge her ipg. Her battery died as a result of her not being able to charge her device. On (B)(6) 2011, her ipg was explanted and replaced. The facility kept the ipg that was explanted. No further info is available at this time.